Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation: no physical problems were apparent during the visual evaluation. Functional evaluation: ccu dfh240138 could not be powered on in its as received condition. The device power supply was replaced with a known, good power supply and testing per wi-000121574, fcl-ccu-ar-3200-0025 synergyid was performed. The device successfully met all test requirements. The device booted up with good video and side banners. The light source was turned on/off several times and operated successfully. In reference to the customer complaint reported, "ccu light source output went out and would not power on during a case" will be confirmed. The cause is attributed to a defective power supply.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6), a facility representative reported via sems-(B)(4) that an ar-3200-0025 arthrex synergy ID ccu light source output went out and would not power on during a case. They had to switch to a new unit mid-procedure with no adverse patient impact.